Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a supercap alarm. No patient injury reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken, the supercompact was missing from the main board, the top case corners were chipped, the bottom case taber were broken and the gasket was falling apart. The reported issue could not be duplicated as the pump would not power on. According to the investigation, the most probable cause of the reported issue was that the customer had removed the supercompact from the main board. The main board was replaced as a corrective action. Preventive maintenance and all functional tests were then performed, with the pump passing all tests. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health effects-clinical signs and symptoms or conditions.